Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary the product was not returned to j&j medtech orthopaedics for evaluation. However, based on the observations of the returned liner and ceramic head , it is reasonable to conclude that a disassociation event occurred between the liner and the cup and also audible sound can be expected due to the ceramic head articulating against the metal cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the cup is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed based on the visual examination of the liner condition. The pinn 100 w/gription 48mm would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient returned with a complaint about the wear of a hip prosthesis implanted on (B)(6) 2024, and on (B)(6), the implant was replaced with another johnson & johnson implant. The implant was replaced because the insert was worn out / frayed. There was no surgical delay and no patient consequences. On (B)(6) 2024: patient underwent a successful left total hip arthroplasty secondary to pain from arthritis. Following surgery, there was hip pain in the anterior region experienced during standing. Iliopsoas impingement and possible insert wear was considered a possibility. Xray confirmed the proximal migration of the head. A grinding sound developed and range of motion was reduced. On (B)(6) 2024: the patient undergoes a left hip revision. The marginal parts of the insert are broken off and in the back the insert is unstable in the acetabulum. The head is worn. The cup and stem are confirmed as stable and are not revised. There is a small osteophyte located at the anterior part of the acetabulum.